Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited high thresholds. The lead was capped and replaced. The patient was fine before, during and after the procedure.